Event description:
It was observed during the device inspection that the 3d deflectable videoscope exhibited that the objective lens glue at the distal end peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the peeling of the glue on the objective lens of the distal end section was caused by external factors or handling. The event can be detected/prevented by following the instructions for use (IFU): the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event." Olympus will continue to monitor field performance for this device.